Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient¿s right ventricular lead exhibited noise oversensing which led to inhibition of pacing. The lead was explanted and replaced. The patient was not symptomatic and was stable.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion breaching the outer insulation and exposing the outer coil noted 11.4 -11.5 cm from the connector pin, consistent with friction to the device can.